Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding movement of the pump. It was reported that the patient's pump had become detached. It was noted that the event occurred in 2016. The patient stated that the pump was moving and flipping, and that she had to manually flip the pump to get a refill on (B)(6) 2016. It was stated that when the pump is flipping, the patient can't tell if she is receiving a bolus, and when she sits down and stands that the pump hits her pelvis and flips. The patient reported that they experienced extreme pain when the pump detached; she was in the hospital and was given pain medication. The patient stated that since the event occurred, the pump just floats around. The patient was redirected to follow-up with her healthcare provider to discuss medical questions and concerns. It was noted that patient services reviewed what the successful bolus tone sounds like on the patient's personal therapy manager (ptm), and that an optional antenna was requested for the patient, as she did not receive one at implant.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via manufacturer representative regarding a patient who was receiving preservative-free bupivacaine [7.5 mg/ml] at a rate of 1.983 mg/day via intrathecal drug delivery pump. The indication for use of the pump was spinal pain. It was reported that the pump had flipped on an unknown date, and the patient went to the emergency room due to excruciating pain. The patient was able to manually flip the pump, and her pain had subsided. There were no known falls or motor vehicle accidents. The patient was to be scheduled for a pump pocket revision, but the date had not yet been scheduled. It was noted that the physician set the pump to minimum rate to avoid pump alarms and damage to the pump. There were 1.2ml of drug left in the pump, and the reservoir alarm date was (B)(6) 2016. It was stated that the patient¿s managing nurse indicated that they would be happy to fill the pump if the patient would show up to her next refill date on (B)(6) 2016. The patient had refused to have her pump filled at her last appointment. At the time of report, there was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.